Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however is reported to have occurred in 2015. D10: medical product: unknown oss femoral collared stem: catalog#ni, lot#ni; unknown oss axle: catalog#ni, lot#ni; unknown oss yoke: catalog#ni, lot#ni; unknown tinbn tibial tray: catalog#ni, lot#ni; unknown tinbn tibial stem: catalog#ni, lot#ni; unknown tibial bearing: catalog#ni, lot#ni; unknown oss tibial bushing: catalog#ni, lot#ni; unknown oss femoral bushings: catalog#ni, lot#ni; unknown oss lock pin: catalog#ni, lot#ni. G2: foreign: germany. H6: proposed component code: mechanical (g04)- femur. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an orthopedic salvage knee replacement procedure. Approximately ten (10) years post implantation, a request was submitted for custom nickel-free implants due to a nickel allergy. A revision surgery is pending to replace the metal implants. Due diligence is in progress for this event; to date no additional information has been reported.

Event description:
It was reported that a patient underwent an orthopedic salvage knee replacement procedure. Approximately ten (10) years post implantation, the patient presented with pain due to a fracture of the proximal femur. A request was submitted for custom nickel-free implants due to a nickel allergy. A revision surgery is pending to replace the femoral components. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; a4; b4; b5; b7; d1; d2b; d4; d10; g3; h2; h4; h6; h10; h11. D10: medical product: oss cemented im stem 13x150: catalog#150367, lot#831200; cust tnbn coated oss axle: catalog#cp115161, lot#043790; cust tnbn coated oss yoke: catalog#cp115162, lot#43820; oss 7cm diahpyseal segment: catalog#150466, lot#330820; cust tinbn oss non mod tib 67: catalog#cp115973, lot#029970; oss poly tibial bushing: catalog#150476, lot#507390; oss poly femoral bushings: catalog#150477, lot#000500; oss poly lock pin: catalog#150478, lot#428310; palacospro 75g: catalog#66044274, lot#ni the investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h6; h11 upon receipt of additional information, this device was determined to be not reportable. Implanted components were already nickel free, therefore no allegations of allergic reaction were made. The patient required revision surgery due to a proximal femur bone fracture. The previously reported device does not interact with the proximal femur and therefore can be exclude as causing or contributing to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. Implanted components were already nickel free, therefore no allegations of allergic reaction were made. The patient required revision surgery due to a proximal femur bone fracture. The previously reported device does not interact with the proximal femur and therefore can be exclude as causing or contributing to the reported event.